Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that the helix of the subject lead was found to have been dissociated from the lead following difficulties to release the lead tip from the muscle, which incurred about one hour of attempts. Another pacing lead was subsequently implanted. The physician mentioned that CT examination was to be performed for the purpose of identifying the presence and location of the missing helix inside the patient¿s body.

Event description:
The physician reported that the helix of the subject lead was found to have been dissociated from the lead following difficulties to release the lead tip from the muscle, which incurred about one hour of attempts. Another pacing lead was subsequently implanted. The physician mentioned that CT examination was to be performed for the purpose of identifying the presence and location of the missing helix inside the patient¿s body.

Manufacturer narrative:
Preliminary analysis of the returned lead confirmed rupture of the fixation helix that occurred while imparting a clockwise rotation, which is related to the action of fixating the lead to the heart muscle.

Event description:
The physician reported that the helix of the subject lead was found to have been dissociated from the lead following difficulties to release the lead tip from the muscle, which incurred about one hour of attempts. Another pacing lead was subsequently implanted. The physician mentioned that CT examination was to be performed for the purpose of identifying the presence and location of the missing helix inside the patient¿s body.